Event description:
Customer alleged descrepant calcium result for one specimen. Customer indicated that the calcium test was repeated for the specimen prior to providing the results to the physician. The field service engineer verified the functionality of the system, and was unable to determine the cause of the event.